Event description:
It was reported that pump display showed only backlight with no graphics, which affected customer ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode, use alternate insulin therapy, and return affected pump, while technical support confirmed shipping details and arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.